Manufacturer narrative:
Other, other text: additional information received by smiths medical on 24-sep-2020 via email no patient involvement.

Event description:
Information was received that device had primary audible alarm. No adverse effects reported.